Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was beeping and it was giving her too much insulin. The customer's blood glucose was 71, then went up to 90mg/dl after eating a moon pie and drinking milk. The caller mentioned that there were air bubbles in the reservoir and they changed the entire infusion set. The caller stated that the device was set to vibrate not to beep. Troubleshooting was performed, and no damage to the drive support cap noted. The self test was completed and passed. The customer was not admitted as an inpatient for medical treatment. Reviewed the programming, and the reservoir was showing the same amount of insulin as shown on the status screen. During the call, it was mentioned that the customer had stress. The caller believes that the basal rate may need to be re-evaluated. No further information was provided.